Manufacturer narrative:
(B)(4). Batch # p92m1x. Device analysis: the analysis results found that the 2h12lp device was returned inside its package unopened. Upon visual inspection of the package, the olive plug assembly was confirmed to be missing. The condition of the missing component is related to the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, it was found that the adjusting plug was missing when the package was opened. Therefore, the device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.